Event description:
A report of air delivered to pt was received in association with the use of a flo-gard volumetric infusion pump. Reportedly, a pt in picu was receiving a primary infusion of an unk solution, the solution bag reportedly was empty before the volume to be infused of the pump read zero and the pump continued infusing. Reportedly, excess air in the bag was pumped through the infusion pump and to the pt. According to the reporter, the pt began vomiting and complained of chest pain at the time of the event. Reportedly, the pt's physician was called and came in to re-assess the pt in the unit. According to the reporter, the pt required no medical intervention and had no lasting effects from the reported incident.